Event description:
It was reported that when the saw blades were received, they had perforated the packaging affecting the sterility of the devices. The devices were never used.

Manufacturer narrative:
Four devices were returned to stryker sustainability solutions (sss) for an evaluation. Two of the returned devices had visual breaches in the packaging. Dye penetration testing was conducted on all four of the returned devices' packaging to determine if the sterile barrier had been breached. Two of the device passed indicating there was no sterility breach and two of the devices failed dye penetration testing confirming a sterile barrier breach. The packaging system for saw blades has been validated to withstand the rigors of the distribution, storage, and handling. The product is deliberately double-pouched to ensure sterile barrier integrity is maintained. A review of the lot control sheet for the reported devices indicate the devices passed all inspections prior to release from sss. Since appropriate controls are in place to ensure devices are in acceptable condition prior to release from sss, and the packaging system has been validated to withstand the rigors of the distribution, storage, and handling processes, it is likely that the packaging breaches occurred after the devices left sss. Potential causes are damage during shipping and/or storage of the devices after the final product release. The reported event is not occurring more frequently or with greater severity than is usual for the device.